Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the release collar and release pins was confirmed by a manufacturer repair technician through visual inspection. The reported event can be caused by a material fatigue issue or impact.

Event description:
It was reported that during cleaning at the user facility the release collar of the device disassembled. Upon evaluation at the manufacturer facility, it was reported that the retaining pins of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning and testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning at the user facility the release collar of the device disassembled. Upon evaluation at the manufacturer facility, it was reported that the retaining pins of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning and testing, there was no patient involvement and no delay to a surgical procedure.